Manufacturer narrative:
H6; code 100: cracked cartridge nose weld, had a twisted staple in the cartridge nose. Results of evaluation: conclusion: based upon the inquiry info recieved and the visual examination, it was concluded that the reported instrument "misfired and the staple stuck inside the instrument" during surgery may have been due to a twisted staple jammed in the cartridge nose and a yielded cartridge nose. The instrument was received with a yielded cartridge nose weld and with the last staple twisted in the nose. No functional testing could be performed due to a yielded cartridge nose. The cartridge nose weld was examined and it appeared to have been sufficiently welded. No conclusion could be reached as to if the yielded cartridge nose weld had caused the staple had caused the cartridge nose weld to yield. Comments: each instrument is evaluated during the assembly process to ensure that staples feed, fire, and form correctly.

Event description:
During a laparoscopic hernia repair the ems misfired and the staples stuck inside of the instrument. There was no consequence to the pt. 2/10/97 the case was completed with another ems.